Manufacturer narrative:
Device alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform displacement and self test or very pump error 63 due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump failed self test. Customer stated that the insulin was leaking in reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.